Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a hiatal hernia, gastroesophageal reflux, and esophagitis, incarcerated incisional-ventral hernia repair. The claimant has had a revision, or a physician has recommended surgical intervention.